Event description:
Pre procedure diagnosis of esophageal cancer. Surgery in process at time of equipment failure was a placement of subcutaneous port central venous catheter, fluoroscopy guided and laparoscopic jejunostomy tube placement, fluoroscopy guided. When the staff attempted to engage the bovie, there was no current/coagulation. Operative report notes the following: at the end of the laparoscopy when the llq port was removed, venous bleeding was encountered. Pressure was held and then hemostasis was achieved. The llq trochar was removed and immediate venous bleeding was noted both at the level of skin as well as intraabdominally visualized, using the camera. A 5 mm trochar was placed again throughout the right paramedian location and maryland grasper was used to hold pressure at the bleeding site along with manual extra-abdominal pressure to stop the bleeding. Cautery was attached to the maryland forceps but the cautery did not function properly. Pressure was held for a few minutes and then pressure was removed and hemostasis had been achieved with pressure alone. However the stryker hook was inserted and electro-cautery was applied to the port site intra-abdominally to assure hemostasis. The stryker hook was added to the procedure and utilized successfully in lieu of the maryland handpiece. The bovie device and maryland handpiece were taken out of service immediately. Biomedical performed an inspection of the unit and handpiece layer on the same date. Biomed determined that the maryland handpiece that connects the cautery was found to be faulty and is being sent today to olympus for evaluation/inspection. There was no change in vitals signs or patient status. No harm to patient. Patient was admitted for observation and discharged 2 days later. Cbc's were ordered with no significant change in results.